Event description:
Sales representative stated "nurse reported the pilot line was pulled off the endotracheal tube. The cuff deflated but, patient was not intubated." It was further reported that the nurse stated that "the endotracheal tube is still in use in the infant and the incidents happened directly after insertion. In use less than one hour."

Manufacturer narrative:
A request for additional complaint information was performed on (B)(4) 2014. A quality evaluation was performed on (B)(4) 2014. No sample was received from the customer. Neither lot number nor sample was available to assist in the investigation; therefore the retrieval of the assembly record to support the investigation process was not possible. Only the product code 35112 was available to assist in history review. Review of complaint history records for the past one year (2013) did revealed two similar complaints were registered from the field pertaining to pilot line detachment issue for this particular type of product. Review of the pilot line detachment test reports for the past two years did not reveal any sign of detachment failure. The pilot line detachment test was found to be well within the specification during the testing. Pictures and the sample review result from (B)(6) for this complaint provided by customer were received on (B)(4) 2014. To confirm and verify the pilot line assembly robustness, (B)(4). Based on history record, did not show any significant abnormalities. In addition, pilot line detachment test for outgoing inspection did not revealed any sign of detachments failure. Based on our experienced on such nature of complaint, the pilot line detached was mainly induced by user, i.e. Sharp object was used during removing the taping material. Based on the picture provided without any investigation that can enable us to conclude the root cause but, we will continue to monitor the complaint trend to find out if there is any other possible causes which may lead to this defect. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.